Manufacturer narrative:
There was no patient involvement. Remove "prior to patient use" and update "during patient use" to "during use of the device". Replace "there was no patient injury or medical intervention associated with this event." With "there was no patient involvement." The lot was manufactured from august 24, 2020 ¿ august 25, 2020. Two (2) actual devices were received for evaluation. The other sample was not received; therefore, a device analysis could not be completed for that sample. Visual inspection was performed which observed that both samples were received with detached spikes and not included with the samples. Due to the nature of the returned samples, no additional testing could be performed. The reported condition was verified for the returned samples as a detached spike would result in a leak. The cause of the detached spike could not be determined; however, the probable cause was due inadequate adhesive being applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) sterile repeater pump tube sets were leaking from an unspecified location. Two of the leaking sets were identified during setup/preparation prior to patient use and one leaking set was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.